Manufacturer narrative:
Evaluation summary: the returned devices matched the report, and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. In this case, the distal screw broke in a fatigue fracture after an implantation period of approx. 5, 5 months. The calcaneus screw broke in a fatigue fracture after an unknown period of implantation. Based on presented information and referring to that no deviation was found in the manufacturing documents resp. On the returned parts a deficiency of the screws question was not verified.

Event description:
It was reported that the patient had pain shortly after implantation. The end cap which has come loosen was removed during revison surgery. The screw was returned broken.